Event description:
A (B) (6) male with anal atresia was implanted with an acticon device on (B) (6) 2006. On (B) (6) 2008, the entire device was removed and replaced due to recurring incontinence. No further info provided.

Manufacturer narrative:
Catalog #: 72402105, 72402287. (B) (4). Balloon was functional. Cuff performed within specifications. Pump performed within specifications. Tubing had operating room damage. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.